Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report that the micropore-paper tape 1x10yds w/dispenser irritates his skin. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).